Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-02534. It was reported following a scs system implant procedure the patient stopped breathing and a ¿code blue¿ was announced. The patient was intubated. However, even after about 3 hours, the patient was unable to breath on his own. Subsequently, the patient was admitted to the hospital for two nights. As of (B)(6) 2016 the patient was breathing on his own; and the issue has resolved.